Event description:
It was reported that the patient¿s leads migrated and he did not want a revision. It was unknown and undetermined what the cause of the issue was or it was resolved. It was unknown if any diagnostic testing or troubleshooting was performed. The patient had not used their systems since 2012 and currently had a tdd system for pain control. As a result the system was explanted on (B)(6) 2015. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. Following the explant the patient was utilizing his tdd system.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v410587, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead (s/n (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented.